Event description:
Complainant alleged that while attempting to defibrillate male patient the device failed to discharge via internal paddles.the clinician obtained another set of internal handles and the device failed to discharge. Complainant indicated that the clinician obtained another device continue treating the patient. Complainant inidcated that there was no adverse effect to tthe patient due to the reported malfunction.